Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp therapy for atrial fibrillation with rapid ventricular response. It was suspected that the patient received an inappropriate shock for supra ventricular tachycardia as well. Programming changes were recommended.